Event description:
It was reported that the patient presented for leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp prematurely separated from the delivery catheter. It was identified that the tethers of the delivery catheter were misaligned and could not be realigned. The device was ultimately implanted successfully. There were no patient consequences.